Event description:
Surgeon inserted pilling dilator into mouth. When surgeon pulled instrument out of mouth, the rubber end of pilling came off. Pilling tip came off of insertion handle. Cup forceps were inserted and grasped the pilling tip and removed it.